Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during priming. The customer's blood glucose was 300mg/dl at the time of the incident. The customer reported that she keeps on getting a no delivery alarm when she is in the basal. The customer reported that last night she received a no delivery alarm and she changed the set, now she is at work and she did a bolus and it gave her a no delivery alarm. She cleared out the alarm and when she was manually priming it gave her a no delivery alarm. The customer was at work and does not have an extra set with her or a plunger. The customer was advised that the positioning in the motor may have shifted. Troubleshooting was not possible as the customer was at work and does not have an extra set and does not have a plunger. The customer will call back to troubleshoot. She was going to manually inject to treat high blood glucose. The customer also reported a high blood glucose in the past for which she was not hospitalized and treated with injections. The reservoir will not be returned for analysis.